Event description:
Initial reporter indicated that he had explanted product to return from a deceased patient. No further information known at this time. Good faith attempts have been made for product return.